Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, high capture threshold was noted on the right atrial lead. The right atrial lead was reprogrammed. A chest x-ray was performed, and dislodgement of right atrial lead was confirmed. Further, review of recordings indicated multiple non-sustained right ventricular oversensing which appeared to be junctional rhythm or an evidence that the atrial lead was dislodged and was sensing ventricular events at the same time. It was suspected that non-sustained ventricular oversensing episodes were triggered due to mistiming between atrial pacing and ventricular sensing. No intervention was performed, the lead remains implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received states that review of episodes noted non-sustained right ventricular oversensing. Further, it was suspected that these episodes could be due to atrial undersensing or possible atrial lead dislodgement. The patient was seen in clinic later. No intervention was performed, and the physician scheduled additional testing for the patient.

Event description:
New information received states that the patient experienced discomfort in the device pocket. The patient presented for pocket revision and the device was explanted and relocated. The atrial threshold measurements were normal prior to procedure when the patient was sitting upright. During procedure, when the patient was laying prone, it was noted that the atrial lead exhibited variable and intermittent threshold measurements at high output. The physician decided to revise the lead and unscrewed the atrial lead successfully to reposition it, but it was unable to insert the stylet to the tip. When repositioning was unsuccessful the lead was explanted and replaced. The patient was asymptomatic and stable post procedure.

Manufacturer narrative:
Additional information - the reported events were lead dislodgement, inadequate capture, over-sensing, and ¿unable to push a stylet all the way to the tip¿. A complete lead measuring 45.9cm was returned in one piece for analysis. The reported events of inadequate capture and over-sensing were not confirmed, and analysis was normal without any anomalies. The reported event of ¿unable to push a stylet all the way to the tip¿ was confirmed. Stylet insertion test was performed, and it was noted that the stylet could not pass through the lead. The cause of the reported event ¿unable to push a stylet all the way to the tip¿ was isolated to the inner coil clogged with blood. The damage found was sustained during the surgical procedure. The lead was otherwise normal.